Event description:
It was reported that the device failed the defibrillation threshold test six times. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Sensing/oversensing: 3 ¿ventricular fibrillation (vf) <(> <<)>=210 ms average v-cycle on (B)(6) 2013. Concomitant products 5076 implantable pacing lead - (B)(6) 2009; 4194 implantable pacing lead - (B)(6) 2009. (B)(4).